Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism extremely stretched. Visual inspection found blood and body fluid around the helix. Tissue noted entwined on the helix. Subsequent analysis did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. The lead passed electrical testing. Due to the condition of the lead returned (helix is extremely stretched), the helix could not be actuated during testing. Laboratory analysis was unable to confirm dislodgement and electrical observations. Tissue noted entwined in the helix which may have been a contributing factor to the helix mechanism difficulty seen in the field.

Event description:
Boston scientific received information that this patient was seen in clinic on a routine cardiology check. An electrocardiogram was performed and slow heart rate was noted. Patient back in complete heart block. Patient denied any symptoms. Right ventricular lead exhibited high pacing thresholds. Device data was reviewed and evidence suggests that high pacing thresholds started to go up two days after implant. Patient admitted. Fluoroscopy showed possibly micro dislodgement. A revision procedure was performed. During revision procedure physician encountered difficulty removing this lead. Helix unable to be retracted after multiple attempts. Physician applied manually traction to remove the lead, helix was stretched as result. Afterwards, lead was successfully removed and replaced. No additional adverse patient effects were reported.